Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device had a fractured and bent tip and failed cutter insertion.. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into and bends the neuro tip. It was further determined that the device failed cutter insertion. This was because the bearings were worn and damaged, creating a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through due to corrosion on the bearings. It was observed that the device showed signs of corrosion which was indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error

Event description:
It was reported that during post- surgery in the central sterile processing department, it was discovered that the craniotome device was bent. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.